Event description:
The customer reported that the device displayed error code 01000. Error code 01000 (defib biphase error) is accompanied by the message / instruction defib failure cycle power and then device operation is halted. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed error code 01000. Error code 01000 (defib biphase error) is accompanied by the message / instruction defib failure cycle power and then device operation is halted. There was no pt involvement. The device was evaluated by the philips field service engineer (fse) and the stated problem was confirmed. The power pca was found to have been the cause of this malfunction. Replacing the power pca resolved the issue. The device passed testing and was returned to service.